Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump fell out of the customer's pocket and became cracked and unresponsive. Blood glucose was not impacted. Reportedly, the customer consulted with healthcare provider regarding back up therapy.